Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 103 months after implantation, upon interrogation, noise on the rv lead was observed. Daily trending showed the lead impedance dip to 160 ohms in the week prior to in-clinic check. Patient started exercising on a rowing machine around the same time. Thresholds and sensing were stable. The oversensing could not be reproduced with provocation maneuvers. Patient is not pacemaker dependent and asymptomatic. Device replacement (1.5 years remaining on battery) and new lead implantation took place on (B)(6) 2020. The old lead was capped.